Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Fit was no problem. Both guards separated into two pieces within a week of use. Per our conversation, enclosed are the requested items--survey, upc code, lot #. Both the mouth guards separated into 2 pieces within the first week of use. I had used the guards in the past, and that had not happened. I appreciate your help in getting replacements. Thanks. Lot: 020684.